Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient woke up, "feeling very strange" and thought something was "wrong" with the implanted device. The patient's reported heart rate was 36 beats per minute; however, the patient typically experienced a heart rate of 60 beats per minute since the implant of the device. The device remains in use. No further patient complications have been reported as a result of this event.